Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that while drilling into the patient's skull through the 3.2mm drill adaptor with a 3.2mm drill bit, the drill bit got caught inside the drill adaptor. The robot arm was moved away from the patient and the adaptor was removed from the instrument holder. The drill bit appeared to be jammed inside the adaptor and could not be removed. It was flushed with saline and another instrument was used to try pull/ push it out. The drill bit was finally removed and the adaptor was checked and cleaned with more liquid. The drill bit was attempted to be put in the adaptor again and the surgery continued. After surgery the adaptor was checked again and the surgeon stated that he thought there may be a notch inside that was causing the drill bit to get caught inside, based on how the drill bit was sliding into and out of the adaptor.

Event description:
It was reported that while drilling into the patient's skull through the 3.2mm drill adaptor with a 3.2mm drill bit, the drill bit got caught inside the drill adaptor. The robot arm was moved away from the patient and the adaptor was removed from the instrument holder. The drill bit appeared to be jammed inside the adaptor and could not be removed. It was flushed with saline and another instrument was used to try pull/ push it out. The drill bit was finally removed and the adaptor was checked and cleaned with more liquid. The drill bit was attempted to be put in the adaptor again and the surgery continued. After surgery the adaptor was checked again and the surgeon stated that he thought there may be a notch inside that was causing the drill bit to get caught inside, based on how the drill bit was sliding into and out of the adaptor.

Manufacturer narrative:
The drill adaptor s/n mt-02-161 s16094 was returned for analysis and visually inspected by a zb engineer. No mark of damages were noted on the cylinders (internal and external). Therefore, the most probable root cause to explain this event would be that because of the friction between the drill bit and the drill adaptor during drilling, the metal had heated up and swollen, which caused the mechanical jam. However, this cannot be confirmed.